Event description:
The user reported that the device would not calibrate. The user tried another cuvette, but it still would not calibrate./ no other details regarding the nature of the event were provided.